Event description:
*It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 137 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. No button error alarms during testing. The device had a cracked case on the lcd window corners, minor scratches on lcd window, cracks on the reservoir tube lip, and a crack on the belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.